Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: 4/24/24: I soaked the retainers as directed and basically forced them onto my teeth. They do not feel like they are supposed to fit this way, but evidently, this is the only solution that is going to be offered to me. My teeth do not close all the way anymore since wearing the aligners. The gaps that I was concerned with are closed, but I don't think it was worth not being able to close my teeth together. I've sent pictures and explained that the retainers are not fitting my teeth correctly, and I'm assuming that it's up to me to figure out why they don't fit and just deal with it. I now have a set of retainers that are painful and do not even come close to fitting my teeth. I'm not trying to screw the company over by any means; I just want retainers that I can wear without forcing them.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.